Manufacturer narrative:
(B)(4). The device was not available for evaluation. Should additional relevant information become available, a follow up medwatch will be submitted.

Event description:
It was reported that the patient had an infection, coincident with peritoneal dialysis (pd) therapy. The patient was hospitalized for the infection, but during the follow up, the registered nurse (rn) refused to provide any more information regarding the reported event. Additional information was requested, but is not available at this time.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a follow up medwatch will be submitted.